Event description:
A health care professional (hcp) reported an issue during a vitrectomy procedure involving lens dislocation in the left eye. The opmi lumera t resight image would not invert, when it was slid into place. The surgeon was instructed to manually invert the image, but the mechanism was stiff and could not fully invert the tube, preventing proper visualization. The surgeon attempted to use a lander lens, but this effort was unsuccessful and resulted in an additional hour of delay for the procedure. Ultimately, the operation was concluded using a different device; however, the planned surgical objective was not achieved. As a result, the patient will require further surgery to correct the lens dislocation and retinal detachment.